Manufacturer narrative:
Section: h3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, with the limited information provided the root cause of the reported unstable hip and infection cannot be confirmed; however, the patient¿s history of long-term immunosuppression cannot be ruled out as a contributing factor. The infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. The patient impact beyond the revision, reported post-op infection, and expected transient post-op convalescence period cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device, patient condition/reaction, contamination and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, one week after an initial thr surgery had been performed, the patient complained of unstable hip: was able to dislocate and relocate hip voluntarily. The patient also underwent head and liner exchange for infection approximately two weeks ago. The event did not resolve. Patient current health status is unknown.